Event description:
It was reported while using bd vacutainer® one use holder, the needle of one device spins out of the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received one photo and one video for investigation. The photo and video were reviewed and the indicated failure mode for separates during use was observed via the video provided. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode separates during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received one photo and one video for investigation. The photo and video were reviewed and the indicated failure mode for separates during use was observed via the video provided. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode separates during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® one use holder, the needle of one device spins out of the holder. No adverse impact was reported regarding the patient or user.